Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The device was in hardware reset mode. The reset was due a por. A short circuit occurred during the delivery of the first hv charge, damaging one or more transistors. The cause remains undetermined.

Event description:
This report is to advise of an event observed during analysis.